Manufacturer narrative:
(B)(4) - the returned intraocular lens was measured for diopter and is correct as labeled, 17.0 d. The iol met all specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. At the date of this report, amo has provided all available information. No further information is available or expected.

Event description:
The account reported the intraocular lens(iol) was explanted due to the improper iol power. No patient injury or adverse effects.